Event description:
It was reported that the ilet user experienced hyperglycemia with a highest continuous glucose monitor value of 401 mg/dl after the infusion set was applied with the needle guard still in place, leading to ineffective insulin delivery. A subsequent attempt at a site change resulted in the infusion set dislodging, after which a full supply change was completed with guidance. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, including a complete supply change. Investigation included customer interview and troubleshooting guidance to replace the infusion set and cartridge. Investigation of this case revealed incorrect infusion set deployment leading to delay in insulin delivery, which is consistent with user setup error and infusion site/set handling issues. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect infusion set application and attachment.